Manufacturer narrative:
(B)(4). Conclusion : no available code for undetermined or unk cause. The affected product has been received and the investigation is pending. A f/u report will be submitted once the failure investigation has been completed.

Event description:
Customer reports a plastic piece of codan secondary set broke off into the smartsite needleless connector on the primary tubing. No pt harm or medical intervention occurred. No further pt/event info was reported.